Event description:
Customer reported while a patient was being monitored by the dpm 7 monitor, asystole event occurred but the monitor did not produce an audible alarm. No patient injury was reported.

Manufacturer narrative:
Unit has been returned to the company's repair center for evaluation.